Manufacturer narrative:
Clarification and additional info has been requested, and if received, will be supplied on the supplemental.

Event description:
In 2001: erosive osteochondrosis, right-sided hernia of intervertebral discs l5/s1 with sensomotor deficiency syndrome l5 and intercorporal fusion l5/s1. In 2003: extension of fusion due to increasing osteoarthrosis and stenosis of the vertebral canal. In 2004: revision because of screw fracture on the right side of s1.